Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet 5.2 was failed. The field service engineer (fse) opened the back cover and inspected all connections for a full reset. The fse logged into diagnostics and ran a full test, which initially failed several times before completing successfully. The fse removed the pocket and found debris beneath the pocket contacts, which may have affected the drawer¿s performance. Finally, the fse the restarted the station and verified that the customer was able to reload medications and insert new pockets in the affected areas. The system functioned as intended after the field service engineer repaired the device.